Manufacturer narrative:
The following info was developed during several conversations with informant, mr (B)(6): hospice type pt had been declining before event. He was in his bed that had been located in a main hallway during a period of time when meals were being delivered. An alarm sensor was under the pt and connected to the detection device. Pt fell out of the bed and hit his head causing a laceration. Alarm did not sound. Staff discovered pt who was transported to a hospital emergency room, sutured and returned to the facility. Four (4) days later pt died. Death listed a renal and heart failure on death certificate and not considered related to fall. Based on the info obtained, it is concluded that the device neither caused nor contributed to the event. Device involved in event was not a subject of the letter referenced by informant.

Event description:
Tr2 bed alarm was in place on resident's bed. Resident fell out of bed - alarm did not sound. Rec'd a letter from MFR that tr2 may not work properly.